Event description:
It was reported that the set screw was stuck in packaging and when opened flew onto the floor. Another set screw was opened and case proceeded in normal fashion. No harm to patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation conclusion: the reported issue could not be confirmed as the packaging was returned only fragmentary. The customer defined the set screw to be the primary product. The set screw is part of the trochanteric nail kit. No concomitant products were reported. No deviations were found during review of the manufacturing documents (DHR). The review of the DHR revealed that the set screw was inserted in the package like specified (lying in a foam cage). Because the product and its package were not completely available for investigation the root cause could not be determined. Most likely the packaging was opened improvidently. The correct opening of the packaging for the nail kit is illustrated under ¿sample nail kit packaging for comparison¿ within the attached photo documentation. A more precise evaluation is not possible due to missing information. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported that the set screw was stuck in packaging and when opened flew onto the floor. Another set screw was opened and case proceeded in normal fashion. No harm to patient.